Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review was performed and failed. .performed pairing test with nordic bluetooth device: passed. .performed pairing test with nordic bluetooth device: passed..the reported event of a loss of connection was confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.